Manufacturer narrative:
The device was returned. The reported unintended movement could not be tested in the testing environment as it could be related to the preparation of the device before use. The return device analysis confirmed material separation as release pin was observed to be detached from the device. Additionally, the ball bearing and spring were observed to be missing from the release pin. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported unintended movement was due to the reported material separation. Furthermore, the reported material separation of the release pin, spring and ball bearing appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na

Event description:
This is being filed to report the unintended movement of the actuator knob. It was reported that during preparation of the clip delivery system (cds), when torqueing the delivery catheter (dc) handle, the release pin fell out and the actuator knob retracted. The device was not used in the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.